Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device stopped heating during a patient use. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit passed all tests. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The unit functioned as intended.

Event description:
Cutomer complaint alleges the device stopped heating during a patient use. No patient harm was reported.